Event description:
As stated by the customer (B)(6) 2012: during the transfer of the pt from the bed to the wheelchair one of the clip of the sling unhook and the pt fell down. Our sales manager went immediately to the customer and by his check the device ((B)(6) and the sling are in perfect condition.)

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjo (B)(4), #9611530. (B)(4). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) (under registration #9617021). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration #9611530.